Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was confirmed in the event history log (ehl) through dosage messages illustrating an input rate of 15.9 units/kg/hr followed by a new input dose of 134 units/kg/hr. Evaluation inspected the device and performed flow testing at 14 ml/hr and 118 ml/hr, with flow discrepancies of -1.11% and 0.42%. Evaluation did not detect any symptoms of a pump issue related to the customer-reported problem and determined that no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse programmed a spectrum infusion pump to deliver 15.9 units of heparin to a patient and then later increased the rate to 134 units (mc/kg/hr). It was reported that the pump did not ask for confirmation of the dose increase and no soft or hard limit alert appeared and as a result the patient received an over infusion of heparin. There was no known serious patient injury or medical intervention associated with this event. No additional information is available.